Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to wake display, and pump showed red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and plug pump into known working power source, then prepared to use multiple daily injections as backup insulin therapy while tandem arranged replacement pump and provided guidance on storing and returning affected pump and setting up replacement device.